Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. The lead is to be replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.